Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with moschcowitz repair of enterocele, rectocele repair and perineoplasty due to pelvic floor disruption, enterocele, rectocele and perineal herniation.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent cystourethroscopy and urodynamics due to mixed incontinence on (B)(6) 2012 and cystoscopy and vaginoscopy due to evidence of intrinsic sphincter deficiency, mesh erosion from prolapse fall suspension and vaginal apex left vaginal fornix on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2005 and obtryx was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to erosion and increased incontinence.